Event description:
A medtronic representative reported that the surgeon alleged that navigation was consistently 2-3 mm inaccurate posteriorly, while using the frazier suction during a functional endoscopic sinus surgery (fess). He reported that the tracer probe and the m4 shaver were accurate. The surgeon continued to navigate with the suction anyway. No negative impact to the patient was reported.

Manufacturer narrative:
(B)(4). Device manufacture date provided.

Manufacturer narrative:
The patient demographic information has been requested, but is not available. The device manufacture date is unknown at this time. Evaluation of suspect part finds, the suction tool is bent. It fails verification with an error of 2.3mm. Physical damage to the probe was determined as the root cause.